Event description:
It has been reported to philips that the message 'exposure not possible. Reselect application' appeared. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote engineer (rse) checked the system remotely and confirmed that system is showing exposure is not possible and reselect application problem. The rse instructed fse to visit on site. The fse inspected the system onsite and identified that exposure causes the host pc to not connect to the ippc front panel. The fse recreated the image of the ippc frontal and ippc lateral systems. Fse repaired and adjusted the resistor. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.